Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the united states, list number 02p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer reported a (B)(6) architect (B)(6) combo result from a first time donor. On (B)(6) 2017 the donor (sample ID (B)(6)) tested nonreactive (0.09 s/co) on the architect (B)(6) combo assay. The customer indicated two recipients received the blood products from this donation. Recipient 1: the customer reported on (B)(6) 2017 that this recipient which received the platelets and plasma from this donation and has subsequently tested (B)(6) (method and results unknown). This recipient received the blood products in (B)(6) 2017 along with approximately 60 blood units. During a look back the customer tested a new sample from the donor (sample ID (B)(6)) which generated repeat (B)(6) results (288.31, 299.72, 286.67 s/co) on the architect (B)(6) combo assay. Confirmation testing on the new sample from the donor generated confirmed (B)(6) results using mikrogen recomline (B)(6) assay. Additionally, molecular (pcr) testing on the new sample generated (B)(6) results on the roche cobas s201 system, mpx v2.0. The customer noted the original archived sample has not been retested due to limited sample volume. No specific patient information was provided for the donor. Recipient 1 was an adult but no specific age or gender were provided.

Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity for likely cause lot 69006li00. Tracking and trending report review for the architect hiv ag/ab combo assay determined that there are no related adverse or non-statistical trends. Labeling was reviewed and sufficiently addresses the customer's issue. A retained reagent kit of lot number 69006li00 was tested in a sensitivity setup including two commercially available seroconversion panels and controls. The control values met specifications and the results were in the typical range and no false non-reactive results were obtained. The seroconversion panel results were compared to architect hiv results provided by the panel manufacturer. Reagent lot 69006li00 detected the same bleeds as reactive for the seroconversion panels. Based on this data it was shown that the sensitivity performance is not adversely affected. As no other test results for hiv are available for the original affected donor sample from (B)(6) 2017 the immune status of the donor at the time of blood donation remains unclear. No systemic issue or deficiency of the architect hiv ag/ab combo assay was identified.